Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a code 1007 for capacitor charge time exceeding the limit. The device had a charge time greater than 45 seconds followed by an additional charge time of 15.6 seconds that triggered elective replacement indicator (eri). This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted and tool marks on the case. All seal plugs are intact. All set screws operate normally. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6)2017 due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was 13.5 seconds. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.